Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Tightened the transport ring assembly set screw and arm pivot set screw. System is now performing as intended. However, the long term solution is the replacement of the handle and transport ring assembly. Identified components were ordered. It is believed that replacement of the specified components will provide the long term solution.

Event description:
It was reported that the locks and ii transport basket was loose in the 6800 system. There was no report of patient injury.